Event description:
It was reported that the patient's ins was removed because the battery died after three months and the leads weren't working anymore. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant products: product ID 3487a, lot# l75641, product type lead; product ID 7434-e, serial# (B)(4), implanted: (B)(6) 2000, product type programmer, patient. (B)(4).